Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient picked up something with magnets in it and then heard the alert. Patient also states that they have not felt "right" since. The device is still in use. No patient complications have been reported as a result of this event.